Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up a gradual increase in pacing lead impedance over the past 6 months was noted. The physician suspected changes in drug therapy may have caused the issue. Patient will continue to be monitored.